Event description:
Invalid result (s). Tests were past their date. Technically the expiration has been extended, but I kept getting "ghost" positive lines. After 3 in a row I used a different brand & was negative (15 min after a "ghost" line, so I didn't suddenly recover). I almost had to cancel work, which would have cost me $$$. Costco sent an email that there was an issue with delivery, so I rather suspect they knew there was an issue, but sent them out anyway.